Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes lid came off and caused the samples to leak. This event occurred 4 times. The following information was provided by the initial reporter: it has been reported that the hemogard top has come off the sstii tube in transit to the testing laboratory and obviously compromised the sample. The customer has also reported a further two bottles in the pack found to have had loose hemogard tops. ''The sample was received via the pod system in a sealed specimen bag. It appeared at some point the lid had come off causing the sample to leak. Unsure if the patient sample was infectious however all samples are treated as if they are category 3. No harm was caused to the hcw as the correct ppe was worn at the time and no further treatment was needed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of decapping. Bd was not able to identify a root cause for the indicated failure mode.